Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no left ventricular (lv) lead capture observed at maximum output on all vectors. A chest x-ray was performed and it was noted the lv lead appeared dislodged. The lead was turned off and later explanted and replaced. No patient complications have been reported as a result of this event.